Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement, and renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder aaa and iliac branch endoprostheses to treat an abdominal aortic aneurysm, and bilateral common and internal iliac artery aneurysms. The procedure was completed with no evidence of endoleak. On (B)(6) 2018, the patient reportedly showed an elevated creatinine level, and the physician suspected renal artery obstruction. According to the report, an aortograph revealed the right renal artery was completely occluded and the left renal artery was partially occluded by the trunk-ipsilateral component (rlt261418j/17392874). The physician commented that the trunk-ipsilateral component may have moved proximally during deployment, causing the renal artery obstruction. On the same day, a secondary procedure was performed to treat the renal artery obstructions. The physician advanced a guide wire from the left femoral artery to the right femoral artery over the bifurcation of the trunk-ipsilateral component. The physician was then able to move the trunk-ipsilateral component distally by pulling the guide wire from the both sides. A bare metal stent was then implanted in the right renal artery. A final procedural angiograph showed both renal arteries were patent with sufficient blood flow. The patient tolerated the procedure.